Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the spindle housing/drive shaft was confirmed to be damaged as the set screw was worn.

Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.